Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and deep vein thrombosis ('blood or heart disorder/condition-dvt') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included kidney stone, weakness, menstruation irregular, obesity, hypertension, chronic back pain, pneumonitis and sinusitis. Concomitant products included amlodipine, oxymetazoline hydrochloride (sifrin nebulizer) and rivaroxaban (xarelto). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), factor v deficiency ("autoimmune disorder-diabetic and factor 5"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), psychological trauma ("psych injury"), urticaria ("allergic or hypersensitivity reaction-hives"), latent autoimmune diabetes in adults ("autoimmune disorder-diabetic and factor 5"), irritability ("harmonal changes-moody and irritable"), mood altered ("harmonal changes-moody and irritable"), cystitis ("bladder infection") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), abdominal fat apron ("blood or heart disorder/condition-pend"), fungal infection ("infection-yeast"), headache ("headaches"), nervous system disorder ("neurological conditions or problems ¿ nerve issues"), mental disorder ("psychological or psychiatric problems- no one believed me"), vision blurred ("vision/eye problems ¿blurry vision"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain") and migraine with aura ("vision/eye problems -occular migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, deep vein thrombosis, factor v deficiency, dysmenorrhoea, dyspareunia, abdominal pain, bladder disorder, urinary tract infection, vaginal discharge, alopecia, fatigue, nausea, psychological trauma, urticaria, latent autoimmune diabetes in adults, abdominal fat apron, irritability, mood altered, fungal infection, headache, nervous system disorder, mental disorder, vision blurred, cystitis, vaginal infection, urinary tract disorder, vulvovaginal pain and migraine with aura outcome was unknown. The reporter considered abdominal fat apron, abdominal pain, alopecia, bladder disorder, cystitis, deep vein thrombosis, dysmenorrhoea, dyspareunia, factor v deficiency, fatigue, fungal infection, headache, irritability, latent autoimmune diabetes in adults, mental disorder, migraine with aura, mood altered, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain,hair loss, vision problems, fatigue, nausea, nuero condit/problems , hormonal changes, diabetes. Concerning the injury reported in this case, the following ones were confirmed in patient medical record- pelvic pain, hair loss, fatigue, diabetes, factor v deficiency, hypersensitivity and headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. New events added- hives, autoimmune disorder- diabetic and factor 5 deficiency pend, dvt, moody and irritable, infection yeast, migraines , headaches, occular migraines, blurry vision, urinary tract disorder, vaginal infection and vaginal pain , device monitoring not performed was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and diabetes mellitus ('diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection "), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), visual impairment ("vision problems"), fatigue ("fatigue"), nausea ("nausea"), diabetes mellitus (seriousness criterion medically significant), nervous system disorder ("nuero condit/problems") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, rash, skin disorder, bladder disorder, urinary tract infection, vaginal discharge, alopecia, visual impairment, fatigue, nausea, diabetes mellitus, nervous system disorder, hormone level abnormal and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, hair loss, vision problems, fatigue, nausea, nuero condit/problems , hormonal changes, diabetes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping). Event: dyspareunia (painful sexual intercourse),pelvic/abdominal pain, hair loss, vision problems, fatigue, nausea,bladder problems, urinary tract infection, vaginal discharge, neuro condit/problems, hormonal changes, diabetes, rash/skin condition, psychological trauma were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included kidney stone, weakness, menstruation irregular, obesity, hypertension, chronic back pain, pneumonitis, sinusitis and diabetes. Concomitant products included amlodipine, calamine;menthol;zinc oxide (lantiseptic caldazinc ointment), metformin, oxymetazoline hydrochloride (sifrin nebulizer) and rivaroxaban (xarelto). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), factor v deficiency ("autoimmune disorder-diabetic and factor 5"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), psychological trauma ("psych injury"), urticaria ("allergic or hypersensitivity reaction-hives"), latent autoimmune diabetes in adults ("autoimmune disorder-diabetic and factor 5"), irritability ("hormonal changes-moody and irritable"), mood altered ("harmonal changes-moody and irritable"), cystitis ("bladder infection") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced deep vein thrombosis ("blood or heart disorder/condition-dvt"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), abdominal fat apron ("blood or heart disorder/condition-pend"), fungal infection ("infection-yeast"), headache ("headaches"), nervous system disorder ("neurological conditions or problems ¿ nerve issues"), mental disorder ("psychological or psychiatric problems- no one believed me"), vision blurred ("vision/eye problems ¿blurry vision"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain") and migraine with aura ("vision/eye problems -occular migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, deep vein thrombosis, factor v deficiency, dysmenorrhoea, dyspareunia, abdominal pain, bladder disorder, urinary tract infection, vaginal discharge, alopecia, fatigue, nausea, psychological trauma, urticaria, latent autoimmune diabetes in adults, abdominal fat apron, irritability, mood altered, fungal infection, headache, nervous system disorder, mental disorder, vision blurred, cystitis, vaginal infection, urinary tract disorder, vulvovaginal pain and migraine with aura outcome was unknown. The reporter considered abdominal fat apron, abdominal pain, alopecia, bladder disorder, cystitis, deep vein thrombosis, dysmenorrhoea, dyspareunia, factor v deficiency, fatigue, fungal infection, headache, irritability, latent autoimmune diabetes in adults, mental disorder, migraine with aura, mood altered, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain,hair loss, vision problems, fatigue, nausea, nuero condit/problems , hormonal changes, diabetes. Concerning the injury reported in this case, the following ones were confirmed in patient medical record- pelvic pain, hair loss, fatigue, diabetes, factor v deficiency, hypersensitivity and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: medical record received. Lot number added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included kidney stone, weakness, menstruation irregular, obesity, hypertension, chronic back pain, pneumonitis, sinusitis and diabetes. Concomitant products included amlodipine, calamine;menthol;zinc oxide (lantiseptic caldazinc ointment), metformin, oxymetazoline hydrochloride (sifrin nebulizer) and rivaroxaban (xarelto). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), factor v deficiency ("autoimmune disorder-diabetic and factor 5"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), psychological trauma ("psych injury"), urticaria ("allergic or hypersensitivity reaction-hives"), latent autoimmune diabetes in adults ("autoimmune disorder-diabetic and factor 5"), irritability ("harmonal changes-moody and irritable"), mood altered ("harmonal changes-moody and irritable"), cystitis ("bladder infection") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced deep vein thrombosis ("blood or heart disorder/condition-dvt"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), abdominal fat apron ("blood or heart disorder/condition-pend"), fungal infection ("infection-yeast"), headache ("headaches"), nervous system disorder ("neurological conditions or problems ¿ nerve issues"), mental disorder ("psychological or psychiatric problems- no one believed me"), vision blurred ("vision/eye problems ¿blurry vision"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain") and migraine with aura ("vision/eye problems -occular migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, deep vein thrombosis, factor v deficiency, dysmenorrhoea, dyspareunia, abdominal pain, bladder disorder, urinary tract infection, vaginal discharge, alopecia, fatigue, nausea, psychological trauma, urticaria, latent autoimmune diabetes in adults, abdominal fat apron, irritability, mood altered, fungal infection, headache, nervous system disorder, mental disorder, vision blurred, cystitis, vaginal infection, urinary tract disorder, vulvovaginal pain and migraine with aura outcome was unknown. The reporter considered abdominal fat apron, abdominal pain, alopecia, bladder disorder, cystitis, deep vein thrombosis, dysmenorrhoea, dyspareunia, factor v deficiency, fatigue, fungal infection, headache, irritability, latent autoimmune diabetes in adults, mental disorder, migraine with aura, mood altered, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain,hair loss, vision problems, fatigue, nausea, nuero condit/problems , hormonal changes, diabetes. Concerning the injury reported in this case, the following ones were confirmed in patient medical record- pelvic pain, hair loss, fatigue, diabetes, factor v deficiency, hypersensitivity and headache. Lot number: b06103, manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.